Event description:
On 13 june 2008 during office inventory and when inspecting the parts in the office the agent noticed a chip in the part. Additional info: on 9 jul 2008, the agent called to explain that it was on the prong where a small piece had mushroomed. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Return of the device has been requested. Investigation pending return of the device.